Event description:
The pyxis machine arrangement has 3 components: the main unit and two auxillary units. It was reported that when removing items contained in one of the auxillary units, drawer 6 on the main unit would also open.the company sent a representative. They discovered that two bottles of magnesium citrate in drawer 6 had shattered when the drawer shut roughly. The solution spread to the electrical components which shorted out.